Event description:
At 3 a.m., the patient no longer felt stimulation. The patient had trouble turning the device on again. After 1/2 hour, he was able to turn the stimulation back on but reported he felt a jolting that was around a 10.5 on a scale of 1-10. The patient was encouraged to contact his healthcare professional (hcp). The next day, the hcp reported that the patient felt a surging or pulsing sensation. Following a position change the patient did not feel stimulation. Impedance measurements were taken and found to be normal with exception of electrode 3 on the right side and electrodes 10 & 11 on left side. Electrode 3 was showing a short, <70 ohms and 35.000 ma current; electrodes 10 & 11 > 3600 ohms. The hcp performed an x-ray and states that it looked "somewhat normal - the distal ends might be a little close or almost touching". The hcp stated the left lead looked like it was toward the gutter. Reprogramming was attempted, but it appeared that the patient settings were too high for good therapy coverage. They planned to recheck the system in a week. Additional information has been requested, a follow-up report will be sent if additional information becomes available.